Event description:
It was reported, the pt turned off the scs system before having hospital tests done then later was unable to turn the system on again. There was no charger communication with the ipg and the pt programmer displayed a communication error. A physician consultation will be scheduled.

Manufacturer narrative:
Recall: add'l # 1627487-12192011-003-r and 1627487-05242011-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.